Manufacturer narrative:
As reported, during angiography, a 4f 100 cm vertebral (vert) tempo catheter was found with damaged outer packaging, and the guidewire exhibited a twisted and contaminated end. The product was replaced, and the supplier was notified. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A product history record (phr) review of lot 18447859 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported malfunctions ¿packaging/pouch/box ¿ damaged ¿ inner package,¿ ¿packaging/pouch/box ¿ compromised sterility ¿ sterile barrier breached,¿ and ¿catheter (body/shaft) ¿ kinked/bent¿ could not be confirmed because the device was not returned and images were not provided. The exact cause of the reported event cannot be determined. User compliance with the product labeling was not provided therefore, storage and handling factors cannot be excluded. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
The product was not returned for analysis.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during angiography, a 4f 100 cm vertebral (vert) tempo catheter was found with damaged outer packaging, and the guidewire exhibited a twisted and contaminated end. The product was replaced, and the supplier was notified. There was no reported patient injury. The device is expected to be returned for evaluation. This case was reported to the china nmpa as an adverse event.